Event description:
During a review of the maude database, report (B)(4) was noted. The event was reported by pt family member or friend. The pt outcome has been checked for death. The report claimed that part of the tracheostomy tube had come loose and pulled out.

Manufacturer narrative:
A review of the MFR's complaint database found report 2936999-2010-00887 was submitted (B)(6) 2010 which may be the same event, however it cannot be confirmed. The exact date of death is unk. The lot number is unk therefore the date of manufacture cannot be determined. The model is unk and therefore the 510(k) number cannot be noted. It is unk if the event was associated with the pt death. The name and contact info of the reporter or the facility where the event occurred is unk.